Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms and oversensing of noise. The presenting rhythm at interrogation was spontaneous and the patient did not report any episode of symptoms. A lead revision procedure will be performed in the future, and for now, the rv lead remains in service. No adverse patient effects were reported.